Manufacturer narrative:
Current status: set was returned to the st. Louis, mo distribution center. Manufacturing evaluation: no product at hand - failure description and investigation not possible. There are no pictures available. Batch history review - irrelevant for this case. The device quality and manufacturing history records have been checked for the available lot number 52313578 and found to be according to our specification valid at the time of production. Conclusion and root cause - based on the information available the failure is most probably a mistake caused by the local loan service. Rationale - "per additional information received on 04nov2019, the device nor the packaging was mislabed. It was noted that the wrong device was placed in the set with no backup pieces. " according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information and investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with columbus rev f femur . It was reported that on or about (B)(6) 2019 that towards the end of a total knee arthroplasty (tka) revision surgery, while preparing to open the final implants, customer discovered the necessary femur was not an advanced surface treated femur, however it was a cocr. Surgeon was specifically planning on using the as columbus revision system to limit metal ion release. Surgeon used a different size femur to finish the surgery. The procedure was intended to be a columbus as knee revision. An additional x-ray was performed to confirm that the new size would work. This did cause a 15 minute delay in surgery. An additional medical intervention was necessary. This event prolonged the surgery for more than 15 minutes. Additional information from the customer received on "04nov2109", the device nor the packaging was mislabeled. It was noted that the wrong device was placed in the set with no backup pieces. The surgeon had to compromise with another type of implant that was not ideal for the patient, however the patient outcome since the completion of surgery was good. The adverse event/malfunction is filed under aag (B)(4).